Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was admitted to the emergency room after receiving an inappropriate shock due to noise and oversensing. The automatic setup failed across all vectors. There was very low amplitude observed on all vectors. Noise was observed in the clinic when performing isometrics testing. It was noted that the patient had lost some weight recently. A chest x ray was performed which revealed the s-ICD had migrated down and the electrode had lost its s curve and was possibly slightly higher than previously implanted. Technical services (ts) discussed options with the physician including rescreening to see if anything had changed. The physician discussed a possible replacement. The s-ICD and electrode remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Correction to h6 field patient code: weight changes, removed per medical review.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was admitted to the emergency room after receiving an inappropriate shock due to noise and oversensing. The automatic setup failed across all vectors. There was very low amplitude observed on all vectors. Noise was observed in the clinic when performing isometrics testing. It was noted that the patient had lost some weight recently. A chest x ray was performed which revealed the s-ICD had migrated down and the electrode had lost its s curve and was possibly slightly higher than previously implanted. Technical services (ts) discussed options with the physician including rescreening to see if anything had changed. The physician discussed a possible replacement. The s-ICD and electrode remain in service at this time. No adverse patient effects were reported.